Manufacturer narrative:
Limited information is known about this event and the part information.

Event description:
It was reported that patient experienced titanium allergy from surgical implants. No allegation of device deficiency or device malfunction is associated with patient reaction.